Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes for veterinary samples, an unspecified number of tubes contained cells that were poorly preserved. Additionally the observed granulation at the bottom of the tube and a change from clear to cloudy.. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of additive abnormality and poorly preserved cells. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.